Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the moderately calcified mid left anterior descending (lad) artery. The 2.75 x 20 mm nc trek dilatation catheter was removed from the hoop and some resistance was noted. Resistance was also noted during removal of the protective sheath. The device was prepared for use and advanced to the target lesion without difficulty; however, the device would not inflate. There was no leak noted or rupture suspected. The device was removed without difficulty and a second nc trek was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.